Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4)

Event description:
Information was received from a consumer regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted as non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported the patient missed a refill on (B)(6) 2015. The pump was alarming every 2 hours and the patient couldn't sleep because of the alarm. The patient started to go through pain pills like m(>&<)>m's the patient's doctor put him down as a no-show because he missed the appointment due to being in the hospital. The patient was in the hospital due to a multiple sclerosis (ms) flare up. The patient's ms was noted as a pre-existing condition. Intervention information was not provided but follow-up was being conducted to obtain the information. If additional information is received, a follow-up report will be sent.